Event description:
Report was received from global pharmacovigilance (gpv) from a physician in the (B)(4) of epigastria pain, fever, turbid dialysate and fatal cardiopulmonary arrest in a (B)(6) female patient coincident with dianeal pd2 unknown bag therapy. In (B)(6) 2008, the patient began dianeal pd2 therapy, intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced suspected peritonitis manifested by epigastria pain, fever and turbid dialysate. On (B)(6) 2011, the patient was hospitalized due to suspected peritonitis. The patient was treated with vancomycin (500mg), amikacin (12mg/l pd solution) and diazepam (dose, route and length of therapy unknown). Upon follow-up, the physician confirmed the patient experienced epigastria pain and turbid dialysate. The physician stated the patient had not experienced peritonitis, but possibly sepsis or a cerebrovascular accident. The patient's condition was ongoing and deteriorating. The patient's relatives requested that the patient be made a dnr (do not resuscitate). On (B)(6) 2011, the patient experienced a cardiopulmonary arrest and expired. It is unknown if an autopsy was performed. It is unknown if dianeal therapy was ongoing at the time of the patient's death. A causality statement for was not provided.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown therefore no evaluation or batch review was performed. Should additional information become available a follow-up will be submitted. As the product code is unknown, a 510k number cannot be identified.